Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "while removing myoma, yellow plastic of the tip was fallen out and screw too. And the yellow plastic part on the other side was cracked. The procedure was completed with backup same instrument but fragments couldn't be retrieved right away. After the procedure, customer found the screw from suction bottle and retrieved plastic parts from the patient." Failure analysis found the primary failure of broken proximal clevis to be related to the customer reported complaint. The instrument was found to have the plastic proximal clevis broken. A broken piece approximately 0.170¿ x 0.309¿ was missing as a result of breakage. The root cause of a broken instrument proximal clevis is typically attributed to the mishandling, such an excess force applied to the distal end of the instrument. Failure analysis found the following failures to be related to the customer reported complaint. The instrument was found to have a dislodged encap from one side of the grip tips. The dislodged encap, measuring approximately 0.061¿ x 0.075¿ was not returned. Root cause is typically attributed to mishandling. The instrument was also found to have the heat shrink torn at the proximal clevis. There was no material missing. Root cause is typically attributed to user, such as excessive contact with abrasive or hard surfaces during use or reprocessing. An additional observation not reported by site was that the instrument main tube was found to be bent. The bending damage was located at the distal end of the main tube, approximately 2.853¿ from the distal tip. The insulation on the main tube was also found to be damaged. No material was found missing. Root cause of these failures is typically attributed to mishandling, such as excessive loading, or improper handling during transport.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Upon further investigation, primary failure analysis was confirmed. It is known that through the torn heat shrink at the proximal clevis is likely due to user mishandling via improper reprocessing. It is likely the case that repeated improper reprocessing cycles could have weakened or damaged the instrument further, causing the other failures listed above such as the dislodged endcap and broken proximal clevis. The root cause of the failures of this instrument is due to user mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, while the customer was using the fenestrated bipolar forceps to remove the myoma tissue, one part of the yellow plastic tip came off along with the screw. In addition, the opposite yellow plastic part was cracked. The customer removed the instrument but could not retrieve the fragment right away. A backup instrument of the same kind was used to continue the procedure. After the procedure, the screw was found in the suction bottle and the plastic piece was found in the specimen. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for 1 hour and half and the instrument broke while it was being used for dissecting tissue. After the procedure ended, the screw was found in the suction bottle and the plastic piece was found in the specimen. All the fragments were retrieved and confirmed with visual inspection. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. It was confirmed that there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps instrument be returned for evaluation, but it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps (part # 478093-03/ serial# (B)(4)) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system (B)(4). This is a single-use instrument. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the fenestrated bipolar forceps instrument was found to have the yellow plastic tip and the screw broken with no evidence or claim of user mishandling/misuse. The fragments fell inside the patient and were retrieved, with no additional surgical intervention required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur and the pin to become dislodged from the instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in the following fields: d4 (unique identifier was updated) additional information can be found in the following fields: g3, g6, h2, and h10.